Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 1 of 1. Patient stopped treatment and found fluid inside the cassette door in the pump modules. There was fluid on the external part of the cassette. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event. The patient let the cycler dry out overnight and has been using it since with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 1 of 1. Patient stopped treatment and found fluid inside the cassette door in the pump modules. There was fluid on the external part of the cassette. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event. The patient let the cycler dry out overnight and has been using it since with no further issues.